Manufacturer narrative:
The returned units were evaluated and were found to have cracking present at the sampling site port. The exact cause of the cracking could not be determined. The ID of the sampling site body had been increased in 2004 to reduce stress on the plastic. Review of the complaint database indicates that is the only lot of product with the reported issue of the sampling site cracking with the larger ID. This is being monitored. The device history records were reviewed and found to be acceptable. Medex was able to confirm this issue, however, unable to determine the exact cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that, the sampling sites are cracking. When the site is accessed, it is not sealing allowing blood to back up the line. No pt injury or treatment associated with the event.